Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during procedure performed on an unknown date. During the procedure, the clip failed to release from the catheter. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 03/01/2025 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip failure to release from catheter.